Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time intermittently became inaccurate, cause was unknown. There was no adverse impact to the customer's blood glucose level. Customer adjusted pump time and resumed insulin therapy.